Event description:
It was reported that during the mapping phase with of an idiopathic ventricular tachycardia procedure the patient started moving fidgety without any complaint of chest pain or sick feeling. After some time the patient did not calm down. The physicians then checked for pericardial effusion which was confirmed. Pericardial puncture was performed. After the puncture the patient was stable. Multiple attempts were done to request for further details of the event and the patient's updated health status, however, no additional information has been provided.

Manufacturer narrative:
Since no lot number was provided, no device history record review could be performed. (B)(4).